Event description:
It was reported that the pt was taken to surgery for catheter revision and during surgery the pump system was removed due to infection. Specific pt symptoms were not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; the manufacturer's device registration system indicates it was bupivicaine. Refer to manufacturer's report #: 6000030200802377.

Manufacturer narrative:
.